Event description:
Procedure: latarjet revision on (B)(6) 2014. The screws came out so revision was happened yesterday (6 weeks post operation by the surgeon in (B)(6) hospital). Used other competitor brands. The problem was one of the screws (285112) completely came out and the 2nd screw (285126) was loose. The coracoid was fractured and could not be repaired. The surgeon returned the patient to stability through the use of anchors and stabilisation procedure. The products were not discarded but held by the hospital. Patient initials, age, dob and gender are provided. No photos/xray available. See associated medwatch 1221934-2014-00072.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint devices have not been returned to mitek for evaluation. No further information has been provided about the initial event regarding technique, tools used or patient's condition. From the information provided, a definitive root cause cannot be determined for the reported failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Procedure: latarjet revision on (B)(6) 2014. The screws came out so revision was happened yesterday (6 weeks post operation by the surgeon in (B)(6) hospital). Used other competitor brands. The problem was one of the screws (285112) completely came out and the 2nd screw (285126) was loose. The coracoid was fractured and could not be repaired. The surgeon returned the patient to stability through the use of anchors and stabilisation procedure. The products were not discarded but held by the hospital. Patient initials, age, dob and gender are provided. No photos/xray available. See associated medwatch 1221934-2014-00072.